Manufacturer narrative:
(B)(4). The procedure was a right upper lobectomy procedure. The surgeon went to staple across the bronchus on the fourth firing. The device was clamped down, the surgeon went to fire and the device locked out. The surgeon attempted to push the red release button but the device would not open. He then pushed the closing trigger along with the red button but it still would not open. The device was then manually slide off the bronchus. The device and cartridge are being returned. The jaws of the device are still closed, with the cartridge inside. Per the sales rep, they instructed the surgeon on the proper way to open the device. The analysis found that the sc60a device was received in good visual condition and with an ecr60g reload loaded in the device. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It should be noted that in order to open a locked device a reverse stroke needs to be performed trigger to trigger in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The device was tested for functionality in the articulated position with a test cartridge reload and it fired, cut and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a right lung wedge resection procedure, the device was closed on the lung and would not fire then would not release. The device had been fired three times previously. It is unknown how the device was removed from tissue. It is unknown how the case was completed. It is unknown if there were any patient consequences.